Manufacturer narrative:
This complaint remains under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
The complaint description states that the distal end of the orientation guide broke. The device associated to the complaint was returned for analysis. Examination of the returned instrument confirmed the complaint. The returned instruments presents an old design (dwg-7e070299/b and dwg-7e070309/b) and break of the plastic extremity and of the index metal. The DHR analysis of the batch returned shows an initial conformance of this product with regards to its specification. Product (old design) manufactured before the installation of the action of reinforcement (eco (B)(4)). A search into the complaints database was performed, 1 other similar complaint was reported for the affected product code and lot combination. Previous investigations found the breakages are due to an important stress during the assembly of the instrument onto the glenosphere. The end tip has been changed (addition of radius and blend) in order to increase the strength of the component, implemented on may 19, 2008 via eco# (B)(4). The complaint sample was manufactured prior to the change as the first batch to the newer design was lot number 2761863. Based on the information received and the investigation performed, the root cause of the incident is related to the design of the product. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The distal end of the orientation guide broke.